Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during fluoroscopy post helix extension, this right ventricular (rv) lead appeared to be bending between the coil and tip even with a stylet inserted and the bend was hockey stick shaped. This rv lead remains in service. No adverse patient effects were reported.